Manufacturer narrative:
The manufacturer has requested additional information, access to the device hardware to perform an investigation of the reported event. Unfortunately no further information or parts were made available. As no analysis could be performed the root cause of the reported failure could not be determined. In case the electrical supply is no longer available the device will post an acoustical power failure alarm in accordance to iec 60601 and will open the airway system to allow spontaneous breathing. Based on the given information the device has reacted on a missing electrical supply as specified.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the patient was hooked to the device for approximately two days when the "power out alarm" rang. The device was replaced immediately. The patient reportedly was ventilated manually while devices were swapped out. No patient injury reported.